Manufacturer narrative:
Patient information is unknown. Date of event: unknown. Additional product codes: hrs and hwc. (B)(4). Unknown day in (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing site: (B)(4). Manufacturing date: march 18, 2016. Expiry date: march 01, 2026. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a patient underwent a revision procedure due to a broken plate and not healing. The plate was initially implanted in (B)(6) 2016. The patient did not heal and the eleven-hole broke at the third hole. The plate was removed on (B)(6) 2016. This is report 1 of 1 for (B)(4).